Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was determined that the user was experiencing difficulty removing three medications for a new patient. A field service engineer found that the three medications in three separate drawers. Fse disassembled and reassembled the interior components of the drawers but found no issues. Fse then reseated the connections at the back of the drawers, but again, no faults were identified. Additionally, the field service engineer confirmed that the barcode scanner was not damaged and was not contributing to the issue. The customer explained that the drawer failed to open when scanning a medication for refill. It was concluded that the issue was with the drawer mechanism itself, not the barcode scanner, which was functioning properly and showed no signs of damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a barcode scanner was broken. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a barcode scanner was broken. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.